Event description:
It was reported that batteries have failed testing.

Manufacturer narrative:
The autopulse nimh batteries (s/n (B)(4)) involve in the event were returned to zoll on (B)(4) 2012 and was analyzed. Visual inspection of the batteries shows no discrepancies. Furthermore, the reported problem was not confirmed. All of the batteries passed testing. However, it was noted that four batteries (s/n (B)(4)) out of six batteries were not properly maintained (i.e. Test cycled on a monthly basis). The autopulse sys labeling requires the user to "test cycle" each battery monthly. Not following the recommended battery maintenance may result in faster aging. No adverse event was reported.